Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 07-feb-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 03-feb-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The patient reported that they have not had pain relief since date of implant. Pt said that they discovered that their leads had moved and they discovered this happened while the pt was still in the or date of implant; pt said that they compared pictures of before and after and that is how they discovered this. Pt said that they are having a revision on (B)(6) 2021 for this. Conflicting information was received from a manufacturer representative regarding this event. It was reported that the manufacturer representative was present at implant of the spinal cord stimulation system. The physician was aware of lead placement and felt that they were in a good location at implant. Coverage became an issue (date unknown), and the patient is scheduled for a lead revision on (B)(6) 2021.